Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Kinks were observed in the sheath assembly from femoral marker to the distal end. A kink/bend was observed in the imaging window assembly in the distal end. A damage of the femoral marker was observed in the distal femoral marker (marker flakes off). Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the image disappeared. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion. An opticross¿ was selected to visualize the target lesion. During the procedure, it was noted that the image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a damaged femoral marker (marker flakes off).